Event description:
Films were received and reviewed: angio images at the time of implant show the ipsilateral limb and ipsilateral extension were placed on the right side. The most distal 2 or 3 stent rings of the ipsilateral extension were placed within the right external iliac artery; distal to the coiled internal artery. The most distal stent appears significantly oversized within the external iliac artery, and still images during final angio show possible flow disruption and thrombus formation within the distal stent graft (ref MFR # 2953200-2012-01900). Cine's were not provided to adequately assess the flow. Cta 22 days post-implant show that the right limb is completely occluded beginning at the flow divider. The aaa diameter is 4.5cm, and the right common iliac aneurysm is 4cm maximum. A fem-fem bypass had been placed perfusing the right side. It is likely that the oversized 20mm stent graft within the right external iliac artery likely caused the stent graft occlusion.

Manufacturer narrative:
Method: (film). (B)(4). Results: inherent risk of procedure (occlusion). Caused by another drug/device (distal stent graft occluded). Conclusion: another device caused failure (distal stent graft occluded).